Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. One needle broke during the procedure with no adverse patient consequences reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch akk511 mfg date: 09/01/2008, exp date: 07/31/2013. Batch ba2304 mfg date: 01/01/2009, exp date: 01/31/2014.